Event description:
The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Based on programmed settings and usage data, a longevity calculation was performed and the battery was within the normal longevity estimations. In the laboratory, device function was normal when tested on the bench and using automated test equipment.

Event description:
New information was received that notes the lead was explanted.

Event description:
It was reported that in 2008 charge time exceeded alert was observed. The battery graph trend shows a sudden and extreme drop. The device will be explanted.